Event description:
While doing a robotic assisted low anterior resection, this rn plugged in to erbe machine the cord to the motor stapler pack. Error message came up on robot monitor saying "bad connection". Second motor stapler pack opened, and plugged in as done with the first motor pack. This time a "non-recoverable fault subsystem failure" came up on robot monitor. Intuitive immediately called surgeon at surgeon console, and they were unable to move robot arms. Intuitive rep stated to remove all instruments from robotic arms ,and power down robot. Surgeon decided at this point to proceed with case laparoscopically. Robot then powered down per intuitive rep., along with erbe machine. Rep instructed this rn to then go behind erbe machine and turn it off, then back on, then to power robot back up. Intuitive rep then stated that erbe was communicating with robot again.